Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl and a no delivery alarm. Troubleshooting found that the customer resolved the alarm by doing a complete set change and customer was advised on proper insertion technique. Customer indicated that they do not have the reservoir to return.